Event description:
It was reported that the bronchovideoscope exhibited an image problem. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue/problem occurred during an unspecified procedure and the procedure was completed with another device.

Manufacturer narrative:
B5: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to the endoscope connector not being connected securely, or foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint being on the electrical contacts of the endoscope connector. The event can be prevented by following the section of instructions for use below: operation manual 5.2 troubleshooting guide irregularity description: the image is not displayed olympus will continue to monitor field performance for this device.